Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product identified impact marks which points to repeated use. The instrument stays in the closed position. Also measurements checked were within specification. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. After evaluation it was determined the event was assessed incorrectly; this is now considered a non reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the femoral inserter wouldn't latch down. Another inserter was used to complete the procedure without patient consequence.